Manufacturer narrative:
On 28-nov-2022, the customer retested the sample from (B)(6) 2022, collected at 9.20 am with a beckman coulter method, resulting in a value of 287 u/l. The investigation is ongoing.

Manufacturer narrative:
Medwatch field d10 has been updated.

Manufacturer narrative:
Based on the information provided a general reagent issue can be excluded. Drug interferences have been excluded. Doliprane (acetaminophen) is part of the tested drug panel and interference was not detected. Per product labeling: "no interference was found at therapeutic concentrations using common drug panels." Based on the too-low dosage of eurobiol (pancreatin) an influence on the serum values was excluded. The investigation could not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
Last calibration performed on (B)(6) 2022 quality control results between (B)(6) 2022 were within specification. The investigation is ongoing.

Event description:
The initial reporter stated they received discrepant results for one patient tested with lipc (lipase colorimetric) on a cobas 8000 c702 module with serial no. 1944-10. The results measured on the c702 module did not compare to the results obtained with the beckman coulter method and to the expected values based on the clinical history of the patient. On (B)(6) 2022, the initial sample, collected at 6.15 am resulted in a value of 558 u/l. On (B)(6) 2022, a second sample from the same patient, collected at 12 am resulted in a value of 77 u/l, tested with the beckman coulter method. On (B)(6) 2022, a third sample from the same patient, collected at 9.20 am resulted in a value of 362 u/l. On (B)(6) 2022, a fourth sample from the same patient, collected at 12:04 pm resulted in a value of 110 u/l, tested with the beckman coulter method. On (B)(6) 2022, a fifth sample from the same patient, collected at 5.20 pm on (B)(6) 2022 resulted in a value of 92.4 u/l.